Manufacturer narrative:
The pump passed the functional testing, including the self test, sleep current measurement, active current measurement, rewind, prime/seating, basic occlusion, occlusion, force sensor and displacement tests. The pump was programmed and monitored for two days. No unexpected pump errors or unexpected display anomaly/blank flashing white lcd with audio beeps noted. The pump functioned properly during the testing and when the pump was monitored. The pump had a scratched case, a pillowing keypad overlay and a cracked keypad overlay at the select button.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the screen was blinking black/white with white screen alarm repeatedly without any alarm message. The customer's blood glucose reading was unknown. The insulin pump was not returned for analysis.